Event description:
The nurse entered the patient's room to check the patient's i.v. Sidte; no redness or edema were present. The nurse noticed and the patient informed the nurse that the i.v. Piggy-back was not dripping. The cannula of the insyte was kinked. The heplock and insyte were removed normally, and the lower part of the insyte cannula was missing. The physician was called; was unable to palpate; x-rays were taken, and surgical intervention was used to remove a foreign object from the patient's arm. Pathology determined it to be a tan colored objectdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, other, other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.